Manufacturer narrative:
Device evaluation: product testing could not be performed since the product was not returned for evaluation as it was discarded. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaint was received from this production order. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a one-piece intraocular lens (iol) was inserted into patient's left eye, however, the lens was removed during the same procedure due to a capsular break. Another j&j lens, za9003 (different model, lower diopter) was attempted to be used as the replacement, however, the iol was also removed as a vitrectomy was required. The procedure was completed using another j&j second three-piece lens. The patient was doing good post-operation. The original one-piece lens was discarded. No further information was provided. This report captures the one-piece lens which was inserted first and removed during the same procedure. A separate report is being submitted for the three-piece lens which too was inserted and removed from patient's eye and the event of vitrectomy will be captured in that report.